Event description:
It was reported that the system 9600+ shut off during a procedure. After reinitialization the procedure was completed without further incident. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not initially be duplicated. System then booted with an error code. An attempt at reconfiguration was unsuccessful, and the cpu circuit board was replaced. System was monitored and no further problems have occurred.